Event description:
It was reported that there was t-wave oversensing with decreased but stable ventricular amplitude. There was also double-counting of sinus beats. It was further reported that there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned and analyzed.